Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm. On (b)(6) 2026, it was reported that the patient was reportedly not feeling like himself and was ¿feeling low¿. The patient was sweating, had a headache, and then eventually suffered a seizure. Emergency medical services (EMS) was called around 1pm. Once EMS arrived, it was noted the patient¿s CGM was reading 336 mg/dl during transport to the Emergency room (ER). The reporter was alleging a CGM inaccuracy since the patient's symptoms did not match the patient¿s current CGM value. The patient was also wearing an Omnipod insulin pump. It was also noted that the patient¿s CGM was ¿not connecting¿ to the patient¿s Omnipod insulin pump (although it was connected to the Dexcom mobile app). The reporter was transferred to Omnipod for further assistance with this issue. The patient was treated with IV fluids and then discharged approximately three hours later. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. The data investigation did not find blood glucose calibration values to compare to CGM values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.